Event description:
Info obtained via journal article: a (B)(6) girl with an 8 yr history of refractory partial seizures and intellectual impairment. The pt had numberous episodes of status ellipticus and multiple daily seizures which were refractory to medications. Pt underwent occipitoparietal cortical resection during which mch (avitene) was used for hemostasis. The mch was placed in the resection cavity at the end of the procedure and the excess was removed by irrigation. The pt's seizures continued and she was brought back to the operating room for add'l tissue resection and placement of a grid to determine the area in which the seizure activity was located. Add'l mch was used for hemostasis. Two days later, the pt was once again brought back into surgery for a third resection. Pathology noted marked necrotizing granulomatous inflammatory reaction. Ropy collagen-like material consistent with mch, was partially necrotic and surrounded by a palisade of macrophages and inflammation. A mild acute, inflammatory reaction was also noted in the area of the previous subdural electrode placement. Seizure activity stopped after the third surgery. The skin over the craniotomy site healed poorly and was cultured positive for (B)(6). Add'l neuro imaging showed an enhancing ring area in the bed of the previous surgery site. Three months later, another neuro imaging study found a resolution of the ring enhancing lesion.

Manufacturer narrative:
Based on the available info, we are unable to determine if the device caused or contributed to the event, it should be noted no sample was returned and no product identifiers were provided. The risk documentation lists the potential of adhesions/granulomas as a possible effect with tissue encapsulation based on pt's physiologic reaction or if the physician does not remove excess material. The IFU cautions that excess material should be removed. Avitine's IFU precaution statements include: "only that amount of avitene (mch) necessary to produce hemostasis should be used. After several mins, excess material should be removed; this is usually possible without the reinitiating of active bleeding. Refer to medwatch 1213643-2010-00527 and 1213643-2010-00528 for the two other pts referenced in this article.